Event description:
It was reported that the pt was planed to remove the catheter due to the treatment need on (B)(6) 2012 afternoon. Because of the right subclavian vein's stenosis, the catheter was broken into two parts when the nurse was removing the catheters. So his PICC was fractured and there was a 3-4cm catheter kept in pulmonary artery according to x-ray result. On (B)(6), medicine hospital arranged a consultation meeting, inviting doctors in vascular surgery department for further discussion. Finally, considering the status of the pt, doctors considered the portion of the catheter fracture in pulmonary end so, it can not be drifting with blood, which means it can't arouse the risk of pulmonary embolism, with the pt's consent, they didn't remove the catheter and the pt agreed to sign.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the pt. A lot history review (lhr) of rewc0150 showed no other similar product complaint(s) from this lot number.